Event description:
Rn heard an alarm that was not familiar. She went into the room and found the ventilator making the sound and the ventilator appeared to be turned off. She called for a respiratory therapist. Both staff members took the pt off the ventilator and initiated procedures to administer oxygen and inflate the pt's lungs. As the rn bagged the pt, the respiratory therapist assessed that the ventilator was not functioning and switched the pt to another ventilator. The pt's oxygen saturation did not go below 88%. Pt was stabilized without further interventions.